Event description:
Surgeon reported to bfarm: "radiological "accidental diagnosis" of a stem fracture of the above mentioned implant, implantation on (B)(6) 2011 in another hospital; clinical symptoms with pain in the thigh; no trauma, no triggering moment. Exclusion of infection pre-op, then on (B)(6) at our hospital one-stage stem-change with transfemoral access for retrieval of the distal fragment and change to a modular revision stem. The explant is available. All documentation before (B)(6) 2022 has to be requested in the pretreating hospital." Doi: (B)(6) 2011. Dor: (B)(6) 2022. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: device associated with this report was not received for examination. All available (x-rays and photographs/photo evidence were/was reviewed, and found the stem fractured. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : product description: corail2 std size 10. Product code: 3l92510. Lot number: 3306123. Please provide: 1) quantity manufactured: 12. 2) date of manufacture: 06/11/2011. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 05/2016. 5) IFU reference: w90942.